Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is frozen on the logo screen. The patient reportedly has tried to change the battery several times. There is no additional information available at this time. This report is being made based on the allegation that the pump will not power up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the battery compartment. The pump powered on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues. There was no defect found. Unrelated to this complaint, the bolus button was found to be missing. A missing bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The missing bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function.